Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise causing pacing inhibition for more than 2 seconds. This patient is pacemaker dependent. Boston scientific technical services (ts) reviewed saved device data and noted that the noise appears to be abdominal myopotentials. No adverse patient effects were reported. The patient will be monitored and as of today the device remains in service.